Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Disclosed to the public under the freedom of information act.

Event description:
The customer's mother reported via phone call of issues with blank display on the customer's insulin pump. The mother states they swapped out the battery, but the device remains blank. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states there is a stain on the pump. The customer was sent replacement battery cap, but the issue remained. The customer was advised that the device would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap, and there was no further blank display. The pump had normal operating currents. No damage was found on the lcd isolation tape. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.